Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) evaluated the iabp unit and found the coiled cable broken off of top of the iabp console. To fix the issue, the fse replaced the display connector seal gasket, nylon p-clip, coiled cord cable, and backplane to coiled cord cable and used the screw kit. Subsequently the fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that display monitor cable of the cardiosave intra-aortic balloon pump (iabp) was broken. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.